Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" and "sensor ended" error messages with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "fever and pneumonia due to poor blood sugar control," and was unable to self-treat. Customer had contact with a healthcare professional (hcp) by doctor who provided oxygen and antibiotics for at-home care. In addition, hcp provided unspecified treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. The sensor was further investigation and was de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). The battery was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
A customer received a "replace sensor" and "sensor ended" error messages with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "fever and pneumonia due to poor blood sugar control," and was unable to self-treat. Customer had contact with a healthcare professional (hcp) by doctor who provided oxygen and antibiotics for at-home care. In addition, hcp provided unspecified treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.